Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide needles were clogged/blocked. The following information was provided by the initial reporter: "pushing but nothing happens cant get needle to dispose. This has reportedly occurred at several stores all with the same lot number." "Multiple cvs locations have reported same problem you push the needle plunger and nothing happens it¿s as if it has something is in it." Follow up comments on 27-oct-2023. 1. Send me large box got tons of samples to mail you. 2. Shot held by pharmacist went into patient arm that¿s how we know when we push. Nothing happens so yes affected both user and patient. 3. A second shot had to be stabbed into the patient each time so yes take out needle and redo but I can¿t save those needles to send you.

Event description:
No additional information.

Manufacturer narrative:
(B)(4)¿ follow up MDR for device evaluation since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Additionally, the device history record review indicated that all visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 2024137 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. We will continue monitoring the complaint trend for the product and symptom. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Corrective and preventative actions have been implemented. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10 manufacture narrative.

Manufacturer narrative:
(B)(4) ¿ follow up MDR #2 for device evaluation with samples. 180 samples were provided to our quality team for investigation. 175 of the samples came in sealed packaging blisters from lot #2024137. The other five samples came with no packaging blisters, therefore, the lot # could not be confirmed. 80 ¿ follow up MDR for device evaluation samples were randomly selected. A visual inspection was performed. No defects or imperfections were observed. Each sample was connected to a syringe with saline solution. All the samples expelled the solution with normal flow, clogged needle was not confirmed. Furthermore, a device history record review was completed for provided batch number 2024137 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. During review of the process, process variations during the needle lubricant application can create clogged needles. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Based on the investigation and with the sample analysis the symptom reported could not be confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.